Event description:
Reporter indicated a pt was to have prophylactic vns generator replacement surgery due to increased seizures with fall injury. The vns generator was not at end of service, but was felt by the reporter to be nearing end of service due to a negative battery life estimate performed. The pt later had vns generator replacement surgery performed. The explanted generator has been returned and is currently in product analysis.